Event description:
It was reported that the tip of the instrument broke off in the pt's shoulder when suturing through the capsule and labrum; it was not retrieved after multiple attempts. There was no pt injury reported; the pt is currently reported as in good condition. Procedure: diagnostic operative arthroscopy bankhart repair and capsulorrhaphy. Insertion site: right shoulder. No further info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned because risk mgmt. Will not release the device, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available, and without device eval. Lot number was requested but not provided, therefore device history record review could not be conducted. Based on the info provided, the most likely cause of this type of event is leveraging against hard bone or another instrument. If add'l relevant info is obtained, a f/u report will be submitted.